Event description:
It was reported that pump had malfunction with code malf 12 and no events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with assistance, confirmed malfunction did not recur, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.